Manufacturer narrative:
H.6. Investigation: ¿ scope of issue: the scope of issue is only limited to facslyric 3l10c instrument, part # 659180 and serial # (B)(6). ¿ problem statement: customer reported complaint a leakage of biohazard not contained within the instrument. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from (B)(6) 2020 to (B)(6) 2021. ¿ complaint trend: there are 4 complaints related to the issue of a leakage of biohazard; date range from (B)(6) 2020 to (B)(6) 2021. ¿ manufacturing device history record (DHR) review: DHR part # 659180 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the leakage of biohazard not contained within the instrument was due to a disconnected sample line. The customer reported that their instrument was not producing the expected dot plot during sample measurement and that their console was displaying the message ¿vacuum pressure is out of range (4.05 psi)¿, possibly due to running a sample that was thicker than normal. The customer tried to clean the instrument by running a sit flush and soaking with clean cuvette with no improvement. They also tried to turn the pc off and on and readjust the waste tank cap with no improvements. The fse (field service engineer) confirmed the leakage to have been caused by a disconnected sample line and replaced the tubing with the peek restrictor set (pn 656818). They then verified that the flow velocity was within specification and the pqc passed. No parts were requested for evaluation as the tubing is not from stock inventory and the defective tubing was discarded. After the repair the instrument was tested and performing as expected. Although leakage of biohazard material can cause harm to the customer from exposure to samples and chemicals, the customer was not harmed in any way from this incident as they had not come in contact with the leaked material and the leakage was minimal. Additionally, while patient samples were used during the tests that had leakages, the results of these tests were not used for any diagnosis and no patients were harmed in any way. The safety risk is limited, s2, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2020. Defective part number: 656818 - peek restrictor set standard. Work order notes: subject / reported: vacuum pressure is out of range (4.05 psi). Problem description: vacuum pressure is out of range (4.05 psi). Work performed: it has been improved by the sample line exchange implementation. Good flow speed check after replacement. Pqc implementation allpass the above work is carried out, and it confirms that the equipment is operating normally, and the work is finished. Cause: it was caused by the sample line being off. Solution: it was caused by the sample line being off. We have replaced it with a new sample line and improved it. Internal notes: company name: (B)(6), affiliation: laboratory, person in charge: (B)(6), tel: (B)(6), phenomenon, the message "vacuum pressure is out of range" (4.05 psi) is displayed. Dot plot is not displayed during sample measurement. Correspondence, launch this morning and pqc completed successfully. After that, the measurement was good, but an error suddenly occurred after 13:00. It seems that a darker sample was flowing than usual. I tried daily clean and sit flush to suck clean, but it was completed without any problem, but it does not improve. When the phenomenon occurred, the sample amount was too large to be sucked normally, but it was sucked up. Have them soak for 15 minutes with clean cuvette. Does not improve. Ask them to turn off and on the main unit and pc and remove and insert the cap of the waste liquid tank. Does not improve. Liquid is leaking from the left side of the main unit. The power is turned off and the liquid leakage has stopped. Result: visit the engineer. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part # 10000063058, rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Tfs: (B)(4), ID: (B)(4), reg status: ivd; ruo, hazard: exposure to biological sample. Cause: failed waste connection. Harmful effects: injury to operator due to spraying of waste risk control: robust design connection to the tank. The waste connection to the chassis is housed inside the system. Waste cap removed interlock. Follow universal precautions included in user documentation. Req link (tfs ID): (B)(4) normal use. O implementation verification: libivd-se-15-84ar, libivd-se-15-72p, libivd-se-15-51ir o effectiveness verification: libivd-se-15-84ar, libivd-se-15-72f, libivd-se-15-51ir o probability: 1 o severity: 1 o risk index: 3 o residual risk evaluation: a o new hazards: none. O tfs: (B)(4). O ID: (B)(4) . O reg status: ivd; ruo. O hazard: exposure to chemicals. O cause: failed fluidic connection for sheath. O harmful effects: injury to operator. O risk control: - design proper fittings. - robust sheath tank connector. - fluidic connections housed inside the chassis which will prevent accidental disconnection of fluidic lines. O req link (tfs ID): (B)(4) normal use o implementation verification: libivd-se-15-84ar. O effectiveness verification: libivd-se-15-84ar. O probability: 1. O severity: 2. O risk index: 2. O residual risk evaluation: a. O new hazards: none. Mitigation(s) sufficient yes no. ¿ root cause: based on the investigation results the root cause was due to a disconnected sample line. ¿ conclusion: based on the investigation results, the root cause of the waste leakage not contained within the instrument was due to a disconnected sample line. The fse confirmed the issue, replaced the sample line, verified that the flow velocity and pqc implementation were good, and then returned the instrument to the customer. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is limited, s2, and there was no impact to customer health or safety.

Event description:
It was reported that while using bd facslyric¿ biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from japanese to english: liquid is leaking from the left side of the main unit. Please confirm the safety check below. 1. Was the leak fluid or air? Fluid. 2. Was the leak contained within the instrument? No. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Unknown. 5. Did biohazard leak before or after waste line? Unknown. 7. Was the customer/bd personnel physically in contact with the fluid? No. Additionally, on 2021-03-08 the fse provided the following additional information: 4. What was the fluid that leaked? Biohazard. 5. Did biohazard leak before or after waste line? Before waste line.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facslyric¿ biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from japanese to english: liquid is leaking from the left side of the main unit. Please confirm the safety check below. Was the leak fluid or air? Fluid. Was the leak contained within the instrument? No. Was there spray of fluid under pressure? No. What was the fluid that leaked? Unknown. Did biohazard leak before or after waste line? Unknown. Was the customer/bd personnel physically in contact with the fluid? No. Additionally, on 2021-03-08 the fse provided the following additional information: what was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? Before waste line.